Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital and medical center on (B)(6) 2008 for chest pain and underwent cardiac surgery. While hospitalized, the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to the be contaminated heparin. The patient passed on (B)(6) 2010.